Event description:
It was reported that the pump had gotten wet. Subsequently, the pump became unresponsive and could not be turned on. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.